Event description:
Two falsely depressed magnesium results were obtained on two patients' samples. The results were reported to the physician. The samples were repeated and normal results were obtained. Both patients were admitted to the hospital. One of the patients received intravenous magnesiium. There was no report of adverse health consequences as a result of the falsely depressed magnesium results.

Event description:
The lay user/patient contacted lifescan alleging the meter has segments missing. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a defective lcd. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.